Event description:
It was reported the pt experienced pain in the left hip area. Additionally, it was reported the pt was not receiving stimulation. Subsequently, the pt's peripheral system (off-label) was explanted and the pt was exited from the study.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.